Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. Visual analysis revealed no abnormalities. During functional evaluation, the device fired satisfactorily. Product analysis suggests the product was not used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy procedure. The nurse loaded the powered handle with the reload. Checked the handle indicator, the adapter indicator, and the cartridge indicator, and all illuminated. The surgeon clamped the tissue and pushed the green button, but the status indicator blacked out. The device did not work. Re-connected the cartridge onto the adapter and the same result. Replaced by a new idrive handle, the firing was completed with no problem. The status of the patient is no problem.